Event description:
Material: 305901 batch#: 4060199 it was reported that the bd safety-lok had foreign matter. The following information was provided by the initial reporter: it was reported by the customer that several needles with black specks on the plunge area when opening the package, along with 2 now that won¿t plunge after drawing up to admin to the patient. Rcc received a complaint via email. Email(s) attached. We have now seen several needles with black specks on the plunge area when opening the package, along with 2 now that won¿t plunge after drawing up to admin to the patient. The lot # is 4060199 on all the boxes x 24 boxes. Exp is 01/31/2029. Additional information: events happened on 6/6, plunger would not work when admin vaccine and on 6/14. Black specks are inside on the plunger, before packaging is opened. Notice one on 6/7 and 6/13. All lot # 4060199 are removed and in a box. No injuries noted. Pictures are attached.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Five samples were received by bd. They came with three loose plastic shields and three opened packaging blisters. They have the safety mechanism activated. Visual inspection was performed with 30x magnification. Four of the samples have no defects or imperfections. The other sample has dark colored specks at the needle hub. No other defect or imperfection was observed. Each sample was assembled to a syringe with saline solution. The solution was expelled with normal flow. Based on the investigation and with the sample analysis the foreign matter defect reported by the customer is confirmed. However, the failure to plunge defect was unable to be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause for the embedded foreign matter is associated with the molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. The sample will be shown to the associates for awareness. A probable root cause for the failure to plunge defect is unknown as the defect was unable to be confirmed. A device history record review was completed for provided lot number 4060199 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.